Event description:
The clinician reports the implant was inserted ON (b)(6) 2026 in ADA 24. On (b)(6) 2026, non-osseointegration was verified. No product was returned to the manufacturer. There were no reported patient injuries or complications.